Manufacturer narrative:
Concomitant medical product: dtbb1q1 ICD implanted: (B)(6) 2015; 4298 lead implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling dizzy during exercise. The patient's device was interrogated and their right ventricular (rv) lead was randomly slowing down on some beats. It was noted that the lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during an exercise test, the patient's heart rate did not go up. As well, the patient had shortness of breath and complained of heart failure symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.